Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the physician used a surgical clamp to remove tissue from probe. When sales rep noticed this, rep advised him to not use surgical tools against probes as this could cause damage to probe. Scrub tech used lap cloth to "pull" charred tissue off probe and in the process, probe tip was removed from probe; probe tip was recovered. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: call home was reviewed. A pr15, (B)(4), was connected to channel 1. Another pr15, (B)(4), was connected to channel 2. Both probes tested successfully. Both probes were then disconnected and reconnected, and retested. There were 23 deliveries in this surgical case. The power ranged from 75w to 95w. There were 13 reflected power errors on channel 2 and 5 reflected power errors on channel 1. These errors are normal for a surgical case since the probes comes out of contact with the tissue. During delivery 22, probe (B)(4) was disconnected and a new probe, (B)(4), was connected to channel 2. There were no other errors during this case. Probe 2 ((B)(4), 71 uses) was investigated. The tip was also missing, ceramic was broken), and the antenna exposed. The cannula was snapped at the probe head but still hanging by the tcs and peek tubing. The broken probe tip was confirmed. The probe was likely damaged when the surgical clamp was used to clean the probe. Surgical tools should not be used on the probe as this could cause damage to the probe. If tissue accumulates on the probe tip, a soft cloth can be used to gently remove it. Device history review: lot ml17123207, work order (B)(4) was reviewed. Probe sn (B)(4) had fep damage near the probe handle. There were no other problems during the manufacturing or testing of this lot.